Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4). Root cause could not be determined, product/data received: unrecoverable loss of connection greater than 3 hours.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. The problem is confirmed because the share log displays a connection loss gap within the investigation window. The complaint confirmation of a loss of connection could not be determined. The root cause could not be determined.